Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), the first episode of menorrhagia ("abnormal bleeding(menorrhagia)") and vulval abscess ("left vulvar abcess") in an adult female patient who had essure (ess205) (batch no. 12258828) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included congenital renal disorder and menometrorrhagia. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced dyspareunia ("minor pain during intercourse / dyspareunia (painful sexual intercourse),"). In (B)(6) 2010, the patient experienced the first episode of menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulval abscess (seriousness criterion medically significant), device expulsion ("one of the essure implants has moved and is hanging into my uterus/migration of essure device location of device: uterus"), pain ("pain has increasingly gotten worse"), dysmenorrhoea ("minor pain during menstrual cycle / dysmenorrhea (cramping)"), the second episode of menorrhagia ("excessive and abnormal bleeding during menstruation"), abdominal pain lower ("cramping"), nausea ("nausea"), bladder disorder ("bladder problem or changes") and urinary tract disorder ("urinary problem or changes"). The patient was treated with surgery (supracervical hysterectomy (uterus only)) and surgery (ablation,). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage and nausea had resolved and the vulval abscess, device expulsion, dyspareunia, pain, dysmenorrhoea, the last episode of menorrhagia, abdominal pain lower, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain lower, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, nausea, pain, pelvic pain, urinary tract disorder, vaginal haemorrhage, vulval abscess, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure (ess205). The reporter commented: the essure device was placed per protocol without complication with 10 trailing coils on the left-had side and 3 trailing coils on the right- hand side diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: normal. On (B)(6) 2007 patient had transabdominal ultrasonography to visualize the pelvis resulted in 1. E88ure coils in situ. 2. Left kidney not visualized. On (B)(6) 2013 patient had ultrasound resulted in uterus deviates to the right, anteverted measures 8.9x5.7x4.63 normal ovaries bilaterally. On (B)(6) 2004 patient underwent essure confirmation test resulted in total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: device expulsion. Most recent follow-up information incorporated above includes: on 27-apr-2018: pfs+mr received, reporter added, lot number added,lab data added, events added as:- vaginal haemorrhage, menorrhagia, nausea, vulvar abcess, bladder disorder, urinary tract disorder,event device dislocation was changed to device expulsion. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Initially received via regulatory authority (FDA, reference number: mw5055977) on 22-oct-2015. The most recent information was received on 28-aug-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), the first episode of menorrhagia ("abnormal bleeding(menorrhagia)/excessive and abnormal bleeding during menstruation") and vulval abscess ("left vulvar abcess") in an adult female patient who had essure (ess205) (batch no. 12258828) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included congenital renal disorder and menometrorrhagia. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced dyspareunia ("minor pain during intercourse / dyspareunia (painful sexual intercourse),"). In (B)(6) 2010, the patient experienced the first episode of menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulval abscess (seriousness criterion medically significant), device expulsion ("one of the essure implants has moved and is hanging into my uterus/migration of essure device location of device: uterus"), pain ("pain has increasingly gotten worse"), dysmenorrhoea ("minor pain during menstrual cycle / dysmenorrhea (cramping)"), the second episode of menorrhagia ("excessive and abnormal bleeding during mestruation"), abdominal pain lower ("cramping"), nausea ("nausea"), bladder disorder ("bladder problem or changes") and urinary tract disorder ("urinary problem or changes"). The patient was treated with surgery (supracervical hysterectomy (uterus only)) and surgery (ablation,). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage and nausea had resolved and the vulval abscess, device expulsion, dyspareunia, pain, dysmenorrhoea, the last episode of menorrhagia, abdominal pain lower, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain lower, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, nausea, pain, pelvic pain, urinary tract disorder, vaginal haemorrhage, vulval abscess, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure (ess205). The reporter commented: the essure device was placed per protocol without complication with 10 trailing coils on the left-had side and 3 trailing coils on the right- hand side. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: normal. On (B)(6) 2007 patient had transabdominal ultrasonography to visualize the pelvis resulted in 1. Essure coils in situ. 2. Left kidney not visualized. On (B)(6) 2013 patient had ultrasound resulted in uterus deviates to the right, anteverted measures 8.9x5.7x4.63 normal ovaries bilaterally. On (B)(6) 2004 patient underwent essure confirmation test resulted in total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: device expulsion. Most recent follow-up information incorporated above includes: on 28-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5055977) on 22-oct-2015. The most recent information was received on 05-may-2021. This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('one of the essure implants has moved and is hanging into my uterus/migration of essure device location of device: uterus'), pelvic pain ('chronic pelvic pain'), menorrhagia ('abnormal bleeding (menorrhagia)/excessive and abnormal bleeding during menstruation') and vulval abscess ('left vulvar abcess') in an adult female patient who had essure (ess205) (batch no. 12258828) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included congenital renal disorder and menometrorrhagia. Concomitant products included vitamins nos (multivitamins). On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("minor pain during menstrual cycle / dysmenorrhea (cramping)"). In (B)(6) 2005, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("minor pain during intercourse / dyspareunia (painful sexual intercourse),") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vulval abscess (seriousness criterion medically significant), pain ("pain has increasingly gotten worse"), bleeding menstrual heavy ("excessive and abnormal bleeding during mestruation"), abdominal pain lower ("cramping"), bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problem or changes") and ovarian cyst ("ovarian cyst"). The patient was treated with ibuprofen, tramadol and surgery (ablation and removal of vaginal tissue. And laparoscopy, surgical, with total hysterectomy, for uterus 250 g or less; with removal of tube(s) an). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device expulsion, vulval abscess, pain, bleeding menstrual heavy, abdominal pain lower, bladder disorder, urinary tract disorder and ovarian cyst outcome was unknown and the pelvic pain, menorrhagia, dyspareunia, dysmenorrhoea, vaginal haemorrhage and nausea had resolved. The reporter considered abdominal pain lower, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, nausea, ovarian cyst, pain, pelvic pain, urinary tract disorder, vaginal haemorrhage, vulval abscess and bleeding menstrual heavy to be related to essure (ess205). The reporter commented: the essure device was placed per protocol without complication with 10 trailing coils on the left-had side and 3 trailing coils on the right- hand side novasure ablation with hysteroscopy and endometrial biopsy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - in (B)(6) 2004: results: total bilateral occlusion. Ultrasound scan - on an unknown date: results: normal. Diagnostic results: on (B)(6) 2007 patient had transabdominal ultrasonography to visualize the pelvis resulted in 1. E88ure coils in situ. 2. Left kidney not visualized. On (B)(6) 2013 patient had ultrasound resulted in uterus deviates to the right, anteverted measures 8.9x5.7x4.63 normal ovaries bilaterally. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: device expulsion. Most recent follow-up information incorporated above includes: on 5-may-2021: mr received. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: mw5055977) on 22-oct-2015. The most recent information was received on 20-sep-2018. This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("one of the essure implants has moved and is hanging into my uterus/migration of essure device location of device: uterus"), pelvic pain ("chronic pelvic pain"), the first episode of menorrhagia ("abnormal bleeding(menorrhagia)/excessive and abnormal bleeding during mestruation") and vulval abscess ("left vulvar abcess") in an adult female patient who had essure (ess205) (batch no: 12258828) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included congenital renal disorder and menometrorrhagia. Concomitant products included multivitamins. On (B)(6) 2004, the patient had essure (ess205) inserted. In december 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("minor pain during menstrual cycle / dysmenorrhea (cramping)"). In august 2005, the patient experienced the first episode of menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("minor pain during intercourse / dyspareunia (painful sexual intercourse),") and vaginal haemorrhage ("abnormal bleeding (vaginal)". In april 2011, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vulval abscess (seriousness criterion medically significant), pain ("pain has increasingly gotten worse"), the second episode of menorrhagia ("excessive and abnormal bleeding during mestruation"), abdominal pain lower ("cramping"), bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problem or changes") and ovarian cyst ("ovarian cyst"). The patient was treated with ibuprofen, tramadol, surgery (supracervical hysterectomy (uterus only)) and surgery (ablation and removal of vaginal tissue.). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device expulsion, vulval abscess, pain, the last episode of menorrhagia, abdominal pain lower, bladder disorder, urinary tract disorder and ovarian cyst outcome was unknown and the pelvic pain, dyspareunia, dysmenorrhoea, vaginal haemorrhage and nausea had resolved. The reporter considered abdominal pain lower, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, nausea, ovarian cyst, pain, pelvic pain, urinary tract disorder, vaginal haemorrhage, vulval abscess, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure (ess205). The reporter commented: the essure device was placed per protocol without complication with 10 trailing coils on the left-had side and 3 trailing coils on the right- hand side novasure ablation with hysteroscopy and endometrial biopsy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - in november 2004: total bilateral occlusion ultrasound scan - on an unknown date: normal on (B)(6) 2007, patient had transabdominal ultrasonography to visualize the pelvis resulted in 1. E88ure coils in situ 2. Left kidney not visualized. On (B)(6) 2013, patient had ultrasound resulted in uterus deviates to the right, anteverted measures 8.9x5.7x4.63 normal ovaries bilaterally. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: device expulsion. Most recent follow-up information incorporated above includes: on 20-sep-2018: pfs received- new event ovarian cyst were added. Outcome of dyspareunia, dysmenorrhoea changed to recovered / resolved. Treatment and concomitant medication were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority FDA (reference number: mw5055977) on 22-oct-2015. The most recent information was received on 13-jul-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and device dislocation ("one of the essure implants has moved and is hanging into my uterus") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2004, 57 days before insertion of essure (ess205), the patient experienced dyspareunia ("minor pain during intercourse"). On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant) with pain, dysmenorrhoea ("minor pain during menstrual cycle"), menorrhagia ("excessive and abnormal bleeding during menstruation") and abdominal pain lower ("cramping"). The patient was treated with surgery (on (B)(6) 2016, plaintiff underwent total hysterectomy). At the time of the report, the pelvic pain, device dislocation, dyspareunia, dysmenorrhoea, menorrhagia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia and pelvic pain to be related to essure (ess205). Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: the technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect, thus, there is no relationship between the reported events and a quality defect. Most recent follow-up information incorporated above includes: on 13-jul-2017: summons received the case is now potential legal. Reporter was added. Indication was added. New events "excessive and abnormal bleeding during menstruation, chronic pelvic pain, and cramping" were added. Product start and stop date was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.